Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a pump implant for dystonia, while the pt remained in the hospital, a volume discrepancy between the expected and actual residual volumes was noticed at refill (expected was 5.1 ml and actual was 0.5ml). The flow error rate was calculated at 31%. The pt had been doing very well with no signs or symptoms of withdrawal. The calibration constant remained at 117 since implant. The health care professional (hcp) was sure that the pump was filled and programmed correctly on the last refill and reviewed all program print outs. The hcp decided to leave the drug in the pump and continue infusing at 315 mcg/day instead of filling the pump with saline and checking it in a few days because the pt was doing so well on the current dose and because th pump could be monitored as the pt was an inpatient. The medication being delivered via the device was lioresal. Additional information has been requested, a f/u report will be sent if additional information becomes available.